Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle visible through the exposed soft cannula. After opening the pod, the needle did fully retract. Evidence of a linkage assembly error is supported by markings found on the inside of the top housing. However, the exact cause of the linkage-assembly related error and the needle failing to fully retract could not be conclusively determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked at the tip of the formed needle that wasn't originally fully retracted. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's bg (blood glucose) values reached 270 mg/dl. For treatment, she did about 5 corrections of 2 to 3 units each. She also bolus once this morning. She also walked around the house to try and reduce her bg level. She has just replaced the pod as we are speaking and gave a bolus of 2 units of insulin through the new pod. The pod was worn between 36 and 48 hours on the leg.